Event description:
This device was implanted on (B)(6) 2010 and was explanted on (B)(6) 2013 due to premature battery depletion. The physician was dr. (B)(6) at (B)(6) hospital and health in indianapolis, in. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).